Manufacturer narrative:
Serial numbers: (B)(4). For 5 of the 6 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the reported events, the following parts were replaced: the adjustable pressure limit valve for 2 units, the manifold cover for 3 units. For 1 event, the hospital biomedical engineer troubleshot this reported event with ge healthcare technical support with no resolution information available.

Event description:
This report summarizes <noe> 6 <noe> malfunction events. A review of the events indicated that model 1011-9050-000 anesthesia gas machine experienced flow problems. 3 events were reported for malfunction preventing manual ventilation, 1 event reported for a malfunction resulting in the loss of manual ventilation, 1 event reported for manual ventilation not available, and 1 event reported for a malfunction of the adjustable pressure limit valve preventing manual ventilation. These reports were received from various sources. Of the 6 events, 4 did not involve patients, and 2 did involve patients. There was no patient information available.